Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the circular mount connector and the universal surgical manipulator (usm) 1. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that prior to the start of a da vinci-assisted nephrectomy surgical procedure, that a customer called in while preparing the da vinci system, with no patient in the operating room, to report that the system powered on with an error message instructing to disable the universal surgical manipulator 1 to continue or restart the da vinci system. The customer had already restarted the da vinci system with the same result. The technical support engineer (tse) checked the logs and found related errors to usm1. The tse advised checking the position of the usm arm to ensure it was not in an extreme position and to restart the system using the circuit breaker and emergency power off (epo). After the restart, the issue persisted. The tse informed the customer that the system could be used after disabling arm 1, allowing them to operate as a three arm system configuration, but noted that this would likely not be an option for a nephrectomy surgical procedure. There was no reported injury. There was no patient involvement.